Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that review of the fluoroscopy image, revealed a normal lead with no insulation abrasions observed.

Event description:
At the 24th month follow-up, an inuslation abrasion was observed.

Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. The lead remained implanted.